Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by that the procedure went fine. While the patient was in the recovery room, their blood pressure dropped and a tte was done, and it was confirmed the patient had an effusion. The patient had a CT scan done to confirm it was a pericardial effusion versus pericarditis. The CT verified the patient had pericardial effusion. A pericardiocentesis was done. It was unsure of how much fluid was removed. The patient was stable. The representative was unsure if the patient was staying overnight for observation. There were no high force warnings. The patient was part of a clinical research study. They were collecting blood from the coronary sinus (cs). The physician thinks that maybe the needle was advanced too far into the cs while collecting blood for the study. They used an sts (df) catheter, pentaray (d curve) catheter, an 8-french soundstar catheter, two bard deca dynamic catheters, and an agilis medium curve sheath. They used a total of 40 watts anterior and 30 posterior. All catheters were discarded. Additional information was received. The event was reported to the bwi sales consultant a day after the procedure, so they do not have a lot of additional information, and they have not been back in that lab since to get more additional information and the physician did not want to discuss it in detail. The bwi sales consultant is unsure of the patient outcome of the adverse event as the patient was stable but still in the hospital the day after the event and they are unsure of outcome after that. A transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was default smart ablate settings. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were dashboard,vector, and visitag. The visitag module was used, parameters for stability used were 3g for 3seconds 25% of the time with 3mm stability. No additional filter was used with the visitag. Fti color options was used prospectively.